Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection has been performed and no issues were observed. The sensor was properly seated in the mount. Data was extracted using approved software, the sensor was found to be in sensor state 6 (indicating abnormal termination). The sensor was reprogrammed and sensor remained in state 6. The sensor battery was replaced with a known good battery and reprogramed. Linearity testing was performed and results were not within range specification. An extended investigation was also performed. Visual inspection was performed on the sensors pcba (printed circuit board assembly), corrosion was observed due to liquid ingress. Evidence of a leak was observed where the sensor connectors and pcba meet. The sensor connector is the component that creates an electrical connection between the inserted sensor and the pcba. The connectors are also responsible for creating a seal preventing liquid ingress to the pcba. Linearity testing was performed and results were not within specification. After cleaning off the corrosion on the pcba, linearity testing was performed again and the results were found to be within specification. Therefore, the issue is confirmed due to liquid ingress which resulted in an incomplete seal between the connector and pcba, causing high readings. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.